Manufacturer narrative:
Upon visual inspection, it was found that this screw was fractured and debris was seen in the threaded portion of the screw. No technical root cause can be determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The doctor indicated that the abutment screw fractured.